Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported they received a positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot#22858h, reader sn: (B)(4)). A repeat cue test and two rapid tests performed on the same day all provided negative results. Customer performed a third cue test while communicating with support on (B)(6) 2022 and received an additional negative. Customer had no symptoms and was vaccinated. Customer states they recovered from covid-19 on (B)(6) 2022.